Event description:
The account stated the head section would not rise.

Manufacturer narrative:
The tech replaced the valve, but the problem remained. He replaced the hydraulic manifold to repair the bed.